Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood at the insertion site where the sensor was inserted. The customer stated that the sensor was filled with blood. The customer's blood glucose was 44 mg/dl. Troubleshooting was done. The customer did not had not treated the low blood glucose level at the time of call. The customer stated that the insertion site was not actively bleeding. Advised to monitor the insertion site. Advised to remove the sensor. Advised that a replacement sensor would be sent. Nothing further reported.